Event description:
Reported that 2600 system repeatedly locks up and requires a reboot to resume operation. Problem reportedly has been occurring intermittently for about four weeks.

Manufacturer narrative:
A ge service rep performed an on site found vcc voltage to be low. The voltage was readjusted and reseated all circuit boards. Tested system and system operated normally with no lock ups. System returned to service.